Event description:
Patient reported left rupture and 'breast was inverted'. Healthcare professional confirmed rupture. Healthcare professional later reported 'lobulated contours, by radial folds, minimal peri-implant seroma'. Device has been explanted

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: not observed. ¿ creases/folding of implant-breast: not observed. ¿ seroma-late-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Patient reported left rupture and 'breast was inverted'. Healthcare professional confirmed rupture. Healthcare professional later reported 'lobulated contours, by radial folds, minimal peri-implant seroma'. Device has been explanted.